Event description:
It was reported that a patient experienced lower back pain near her implantable neurostimulator (ins). The pain was present with or without the stimulation on. It was stated that the pain might be worse when the patient menstruates. Two days later it was reported that impedance testing was performed and all of the electrodes had normal impedance values except 0 and 1, but those ones were not used for therapy. It was noted that the patient was getting effective therapy and "has always" been getting therapy. It was possible the new pain was due to a (B)(6) weight gain that could have changed the positioning of the device. The doctor was going to check into the problem. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3550-29, lot# n232428, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that two electrodes were greater than 10,000, but they were not used for therapy.